Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance on two occasions due to low blood glucose with blood glucose of 30 to 40 mg/dl at the time of one of the incidents. The customer was in the 100 mg/dl range after being treated. The customer was given soda to treat. The customer experienced symptoms such as sweating and inability to get up. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was using a different pump at the time of the call. The customer was performing set changes after 7 days instead of the recommended 3. The customer was also using the recalled infusion sets. The insulin pump will not be returned for analysis.